Manufacturer narrative:
Investigation summary: bd had not received samples, but 6 photos were provided for investigation. The photos were reviewed and the indicated failure mode for damaged tube was observed. Due to a limited information retained tubes testing could not be replicated using centrifuge, as customer's user settings are unknown. Visual examination of 100 retained tubes from this lot number did not identify any further defective tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged tube. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® z (no additive) plus urine tube, the tube broke in the centrifuge. There was no health impact or consequences reported.